Event description:
The hospital reported that during the operation, as soon as the package was opened, it was found the product's screw couldn't be tighten. The was no delay of operation. No harm to patient.

Manufacturer narrative:
Ot (B)(4). The investigation has been started since the complaint was received, the following contents have been conducted: 1. Device historical record review: the records of the reported lot have been reviewed., no non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the 12 months from 30-jul 2023 to 29-jul 2024 (event date), the occurrence rate for the reported issue is approx. (B)(4) for suzhou manufactured om-10000 and om-10000z, which is under anticipated occurrence rate. 3. Returned device evaluation: 1). The device was returned to factory for evaluation on aug.22, 2024. Visual inspection was conducted, signs of clinical use and evidence of blood were observed on the device, there were no visual defects observed on the device. 2). A mechanical evaluation was conducted. It¿s observed the knob rotate stuck, the knob could not be tightened, and the flexlink arm could not be tightened. The reported failure "knob difficult/ unable to tighten-arm does not lock" was confirmed. 3). The device was furtherly disassembled for further inspection. The acme nut lead-in thread was found broken, component records review did not indicate a product or manufacturing defect caused or contributed to the acme nut broken, all the products had passed 100% visual inspection and mechanical function test during production. 4. Complaint historical data has also been reviewed, the failure of¿ knob difficult/ unable to tighten-arm does not lock¿ happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken would be that rotating the knob rapidly or rotating the knob leaner or too much strength applied during using, which cause acme screw misaligned with the acme nut lead in thread, and lead to the acme nut lead in thread broken. The broken acme nut lead in thread would not smoothly engage or even not engage with the acme screw lead in thread during tightening, then the knob could not be tightened, and flexlink arm could not be tightened. The failure mode is addressed in the risk management file and IFU. The device met all product specifications upon leaving the factory. There were no ncrs identified which could cause or contribute to the reported failure. The complaint history review did not identify an adverse trend. There were no consequences or impacts to the patient. So no fca is needed. The trending will be monitored continuously.